Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose level over 600 mg/dl. Customer experienced blood glucose levels of 535 and 57 mg/dl. Customer was not using auto mode feature. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.